Event description:
Customer reported receiving a reading of 112 mg/dl on their freestyle blood glucose monitor. The reference reading of 268 mg/dl was rec'd on the lab's meter within 10 mins. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's meter (B)(4) and test strips (B)(4) were returned. Product testing on the meter and test strips did not confirm the readings complaint. All results were within the range specifications and no errors were observed during control solution testing.